Manufacturer narrative:
(B)(4). The device was returned and the evaluation is pending. Upon completion of baxter's investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that system error 2240 (air in line) alarm occurred on the homechoice machine during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported alarm. The power was cycled to clear the alarm and the patient was to complete therapy using manual supplies. There was no patient injury or medical intervention in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A sample was received for evaluation. A visual inspection was performed with no issues noted. A leak test, clamp function test, and clear passage test were performed with no issues noted. The sample was put through a simulated therapy with no issues noted. The reported problem could not be identified or duplicated during evaluation. Should additional relevant information become available, a follow-up report will be submitted.